Event description:
During cardiac cath while pulling stiplet through needle stiplet began to fray. Re-needled and again metal stiplet frayed while being pulled out. Done under fluoro, no foreign body breakage noted.